Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site after the low results were obtained for the progesterone assay on the immulite 2000 xpi instrument. The fse evaluated the instrument and there were no instrument issues identified. The customer has informed siemens that they continue to process progesterone samples at their site. The low results were only obtained on the three samples which were received from a physician, and the possible low values could be due to the therapy or treatment the patients were undergoing at the time of testing. The cause of the low results on the immulite 2000 xpi instrument is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained low results for the progesterone assay on three patient samples on an immulite 2000 xpi instrument. The same samples when repeated on an alternate platform the results were higher and was expected. The initial low results were reported to the physician(s) and questioned. It is unknown if the results obtained on the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the low results on the immulite 2000 xpi instrument.